Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject atrial lead dislodged soon after implantation. This was reportedly evidenced by x-ray and by the presence of abnormal waveforms. A re-intervention was performed and the subject lead was re-positioned, correcting the issue.